Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead was exhibiting low impedance and a procedure was planned to cap and replace the lead. The lead was capped and replaced on (B)(6) 2018. It was further reported that prior to a planned lead replacement procedure, the patient¿s pacemaker indicated it had a remaining battery life of 1.7 to 3.0 years. When the new lead was connected to the patient¿s implanted pacemaker the pacemaker indicated it had reached its elective replacement interval on (B)(6) 2014 which was a date prior to the pacemaker¿s implantation. The pacemaker was explanted and replaced due to suspected premature battery depletion and replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: - the original reported event of premature battery depletion should have been triggered false elective replacement indicator.

Event description:
The pacemaker was explanted for tripping a false elective replacement indicator.